Manufacturer narrative:
Trackwise #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device was returned to the factory on 08/10/2020. An investigation was conducted on 08/12/2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the harvesting handle. Heavy amounts of blood and charred material was observed on the jaws and heater wire. There were no visual defects observed on the heater wire. The clear silicone insulation on the cold jaw was observed to be peeled back from the jaw from the tip to the middle of the cold jaw, exposing the metal part of the cold jaw. No detachment of silicone was observed. The clear silicone insulation on the hot jaw was observed to be intact. Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed. Specific actions for the reported failure mode "peeled jaw" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone jaw separated from the metal plate. No pieces of the device broke off in the pt leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.